Event description:
It was reported that the guardians noticed an obvious decline in the child's hearing performance on (B)(6) 2011. History of head trauma is denied by the guardians and problems of external parts have been excluded. Latest testing shows all channels in status hi except of channel 1.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.